Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the reported psychosis was improved as it was being managed by a neurologist; the outcome of the balance issues remains unknown. It was also confirmed that the leads were placed in the correct location.

Manufacturer narrative:
.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that since implant, the patient developed an unusual psychosis. The patient used to be an "it guy" but replaced all of the technology items in his house because the patient was afraid people were getting into his stuff. It was also reported that there was an instance where the patient had a large knife and there were cut marks in the recliner arms; the patient reported he had to "let the words out". The patient's wife asked the patient "what if the words were in me" and the patient responded by saying "that would be a problem." When stimulation was on, the patient experienced a moderate improvement in pd symptoms including tremor control but it did not work for the patient's balance issues. The stimulation was turned off for 1-2 months and the symptoms were lessened but still continued. The health care provider (hcp) speculated that this may have bene an underlying condition for the patient and it was exacerbated by the surgery and implant. The stimulation will be left off until another MRI can be performed. It was unknown when the issues began occurring, but the patient began sundowning in (B)(6) 2016. Good lead placement was confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.